Event description:
Customer called to report that the access 2 immunoassay system generated three occurrences of non-reproducible false positive accutni results on three patient samples (patients #1, #2, and #3) and two occurrences of non-reproducible false positive myoglobin results on two patient samples (patients #1 and #3). Customer stated that the accutni results were not reported out of the laboratory, but that the myoglobin results were reported out of the laboratory. The samples were rerun on another instrument in the laboratory. The repeat results for both accutni and myoglobin recovered within the normal reference range. The field service engineer (fse) inspected the instrument and performed a system check, the parameter results of which passed within specifications. The fse also replaced the aspirate probes and adjusted the ultrasonic transducer voltage from 185 volts to 197 volts to address the instrument issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).